Manufacturer narrative:
Calibration was last performed on 28-jun-2023 with acceptable results. Qc was acceptable. There was no indication for a reagent performance issue. No issues were identified during a review of the alarm trace data. The field service engineer (fse) checked the probe and sipper alignments and wash. The fse replaced a bent sipper probe. The sample/reagent pipetter liquid level detection (lld) voltage was checked. A system volume check and instrument check passed. The fse did not find a cause for the issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The hcg + b reagent lot number was 66436305 with an expiration date of 31-may-2024.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg+b (hcg + b) on a cobas e 411 immunoassay analyzer. The initial result was greater than 10000 miu/ml with a data flag. The repeat result with a 1:100 dilution was less than 10.00 miu/ml with a data flag. This result was reported outside of the laboratory where it was questioned by the physician. The sample was repeated again with a result of 75157 miu/ml. This result was believed to be correct.